Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited sticking out of the implant site. Reportedly, the patient felt pain on the implant site then had allergic reaction and inflamed to the tape. All available information indicated that the pacemaker remains in service. There were no additional adverse patient effects reported.